Manufacturer narrative:
Concomitant product: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient was having difficulty recharging. The patient told the rep she went from 6-8 bars to no bars. The recharger did not find the implant, neither the clinician programmer. An antenna locate feature was attempted but that did not resolve the issue. The rep only got the left number of 48 and the middle number of 50. The patient claimed to have charged two weeks prior to this report. She also stated that she felt some tugging in the area of the ins at the same time of the last charging session and she claimed to have a fall around that time as well. The rep also stated that the battery felt a little tilted when they began the physician mode recharge (pmr) to pull the battery out of overdischarge. X-rays was performed and potential flipped battery information was reviewed. The healthcare professional (hcp) noted that the leads seemed to be kinked or bent on the x-ray. The physician also wanted to revise the ins next week. Additional information was received from the manufacturer representative (rep) on march 31st 2016 indicating that the patient had discomfort. The issue regarding the lead kinked/bent had been resolved. It was noted that the lead was determined to be intact as impedances were normal at the implantable neurostimulator (ins) replacement to non-rechargeable ins. It was unknown if the issue resolved until post-operative appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.